Event description:
It was reported that - after the surgical procedure went uneventful for several hours - the device suddenly posted an alarm and shut down automatic ventilation. As per report, the patient experienced a temporary desaturation and an increase in endtidal co2 but the procedure could be finished in manual ventilation; the event did not lead to health consequences for the patient.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures and did not provide further information such as a log file covering the period in question which would enable a case-specific evaluation. Thus, only a general assessment is possible. The reported ventilator failure during use can neither be confirmed nor denied. The workstation responds to various conditions with a shut-down of automatic ventilation - not all of these are related to malfunction. For example, if pressure is being applied to the patient's chest (e.g. During repositioning) in a moment when the ventilator piston is applying a breathing hub, this may lead to a fast and significant rise in airway pressure; the ventilation will be shut down to protect the patient from potentially hazardous output. A number of further scenarios related to component malfunction, wear-and-tear deterioration, use error or lack of preventive maintenance would be imaginable; a differentiation is not possible due to lack of relevant information. As confirmed for the particular case, manual ventilation with the built-in breathing bag including gas dosage remains possible when automatic ventilation becomes unavailable for whatever reason. It is recommended to the hospital to have the device checked by trained service personnel.